Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, ninety (90) retention samples were visually inspected and ten (10) were subjected to functional testing, no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes customer reports that stoppers are popping off during use. The following information was provided by the initial reporter. The customer stated: the tubes' stoppers are popping off, regardless the sample acquisition is performed with closed system (by vacuum) or opened technique (uncapping tubes).

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes customer reports that stoppers are popping off during use. The following information was provided by the initial reporter. The customer stated: the tubes' stoppers are popping off, regardless the sample acquisition is performed with closed system (by vacuum) or opened technique (uncapping tubes).